Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-04056, 04058. It was reported the pt was unable to feel the stimulation. The sjm rep was unable to increase the amplitude in order for the pt to sense the stimulation. Diagnostics revealed there were several contacts with low impedances. The pt was to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.